Event description:
It was reported that during implant procedure that there was poor pacing threshold and high impedance greater than 2200 ohms. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, on visual inspection, the lead appears to have been stretched.